Event description:
Information was received from a patient regarding an external device. It was reported that the patient was was receiving the message "system problem: rm03" chronically while charging the implanted neurostimulator (ins). They had been moving recharger antenna around to get the rm03 code to clear and would get recharging "excellent". The recharging quality would switch to "good" and back to "excellent," and then the rm03 code would appear again. The recharger antenna coil caused a burning sensation on patient's back when charging the ins and they noted that they never noticed any physical burns or marks on their skin because of recharger antenna coil. The patient charged the ins for an entire day prior to getting full charge in the ins. During the call, the patient did not detect any damage on the recharger antenna cord. A replacement device was requested. Additional information received by the patient stated that they felt a burning sensation inside of their skin when charging the implantable neurostimulator (ins) with the recharger antenna. They could not recall when the burning sensation started. The patient thought the burning may have been caused by the ins but it was unclear on whether the source of this burning sensation was from the recharger antenna or from inside the body. The burning sensation had stopped the last time the recharger antenna was replaced. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial(B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed a failure, stuck on checking the recharger. Rtm never got hot while testing and no rm03 error code. Scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.